Event description:
This patient reported that they were no longer able to hear with their cochlear implant. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear.